Event description:
In 2007, the patient was implanted with two gore tag thoracic endoprostheses. In 2008, a distal type-1 endoleak was observed. At about 5 days later, a reintervention occurred to repair the type-1 endoleak. The patient was implanted with an additional gore tag device. A perforation in the left common femoral artery was discovered upon removing the gore introducer sheath with silicone pinch valve. The perforation was repaired with a covered stent (manufacturer unknown). The patient is doing fine.

Manufacturer narrative:
This event was initially reported in medwatch #2017233-2008-00347, dated june 27, 2008. Review of the file revealed that a separate medwatch report needed to be submitted to capture the gore introducer sheath with silicone pinch valve; therefore, this medwatch was created. A review of the manufacturing paperwork has been conducted. The review of the manufacturing paperwork verified that this lot met all pre-release specifications. According to the gore tag thoracic endoprosthesis instructions for use (IFU), ilio-femoral access vessel size and morphology (e.g., minimal thrombus, calcium and/or tortuosity) should be adequate to accommodate the required introducer sheath diameters using appropriate vascular access techniques (including surgical conduit, if needed). Careful evaluation of vessel size, anatomy, and disease state, is required to assure successful sheath introduction and subsequent withdrawal. Additional devices related to this event: tg4010/05810995, tg3720/04997099 and tg3715/04979420.